Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this device displayed high shocking impedances on the right ventricular lead during a command shock test. At this time there has been no change to the device. No adverse patient effects were reported.